Event description:
It was reported that this inflatable penile prosthesis (ipp) could not be used because the pump was not refilling. A revision surgery was performed. In which it was noted that the connecting tube between reservoir and pump was broken; therefore, the broken portion was cut and reconnected with a quick connector. There were no patient complications reported.